Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during enucleation, the fiber was fractured distally when the pedal was activated. It was noted that the break occurred in the segment that was entirely within the working element. The fiber was successfully trimmed, and the procedure was completed using the original device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection revealed that the fiber was received in two pieces and had a fiber body break. Microscopic inspection showed that the fiber tip was degraded, while the connector appeared to be intact. Functional testing was subsequently performed, and the console displayed the following message: error 67, expired. Treatments used: 1; treatments remaining: 0. A review of the device instructions for use (IFU) was completed and states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use it; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to treatment room personnel or the patient, and/or fire in the treatment room. Hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber (see fiber tip renewal during operation for details). If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Based on the available information and analysis results, a conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation.

Event description:
It was reported that during enucleation, the fiber was fractured distally when the pedal was activated. It was noted that the break occurred in the segment that was entirely within the working element. The fiber was successfully trimmed, and the procedure was completed using the original device. There were no patient complications.

Event description:
It was reported that during enucleation, the fiber was fractured distally when the pedal was activated. It was noted that the break occurred in the segment that was entirely within the working element. The fiber was successfully trimmed, and the procedure was completed using the original device. There were no patient complications.